Event description:
It was reported that the patient was unhappy with their inflatable penile prosthesis pump location. The pump was riding high, too distal. The pump was replaced with one that sat lower in the patient's scrotum. The patient had no further complications.